Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 our affiliate in (B)(6) received a call from a patient (pt) who reported a current event with the acuvue2 brand contact lenses. During the call, the pt reported he/she was diagnosed with a right eye corneal ulcer in 2015. The pt reported he/she was not taking care of the lenses as instructed. The pt reported he/she slept in the lenses and replaced lenses weekly. The pt could not recall the name of the lens disinfectant used at the time of the event. The pt reported he/she was treated at a hospital in (B)(6), but could not recall the name of the eye care provider (ecp) the pt saw for treatment. On (B)(6) 2017 an email was received from the pt with that additional information as follows: the pt reported he/she could not recall the date of the event, but reported he/she also had three follow-up visits. Multiple calls were placed to the pts treating hospital for additional medical information, but no additional medical information has been received. The lot number is unknown and the suspect product was discarded. This 2015 right eye corneal ulcer event will be reported as a worst case event as the diagnosis and treatment were unable to be verified by the pts treating ecp. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.